Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned measuring 14.1cm from connector pin. Hence, a complete analysis could not be performed.

Manufacturer narrative:
The lead was returned in two portions. Electrical tests indicated normal characteristics for the returned portions. Visual inspection found inside-out abrasions from 25.6cm to 27.1cm, 25.2cm to 25.7cm, and 23.3cm to 24.5cm from the helix tip. An external abrasion was noted from 7.5cm to 8.2cm from the helix tip. The ring electrode and rv cables were exposed in these areas but not abraded and the etfe coatings were normal.

Event description:
It was reported that during an ICD upgrade procedure, the previously capped lead exhibited an insulation anomaly where some cables were exposed.